Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as, the patient was being taken care of by a team of caregivers in which one of the members was new and had not received training (no further detail was provided). The peritonitis was manifested by cloudy pd effluent, abdominal pain, and diarrhea. On the same day as onset, the patient went to the emergency room, was diagnosed with peritonitis and hospitalized for the event. On an unreported date, the patient was discharged with a prescription of intraperitoneal (ip) vancomycin (2 grams, every 5 days) and ceftazidime (1000 milligrams, every 4 days, ip, also reported as ¿24/24 hours¿). Two days later, the patient¿s pd effluent was clear. Three days later, the patient began treatment for the peritonitis with ciprofloxacin (dose, frequency and route was not reported). On an unreported date, extraneal and physioneal therapies were discontinued. The interruption of pd therapy was planned for four weeks. At the time of this report, the patient was without any therapy for renal function and was only being monitored. At the time of this report, the peritonitis was resolving and the patient was recovering. No additional information is available.

Manufacturer narrative:
Three days after being admitted to the hospital for the peritonitis, the patient was discharged. On an unreported date, the peritonitis was resolved and the patient was recovered. Sixty days after the reported onset date of the peritonitis, the patient returned to peritoneal dialysis (pd) therapy. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis therapy due to another indication. Should additional relevant information become available, a supplemental report will be submitted.